Event description:
The customer contacted physio-control to report that their device displayed a premature low-battery indicator. There was no patient use associated with this event. Upon further evaluation of the device, physio-control observed internal electrical leakage that could deplete the internal hybrid layer capacitor (hlc) batteries; defibrillation therapy may not be available if needed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to electrically leaky filters, designators fl9 and fl10 on the analog pcb assembly. The leaky filters depleted the internal hybrid layer capacitor (hlc) batteries. When tested the device was able to power on, charge and shock when prompted. The customer received a replacement device.